Event description:
It was reported that the asymptomatic patient presented with increasing lead impedance on the right ventricular lead over several months. The lead was extracted on (B)(6) 2017 with no complications. The patient was in stable condition post-procedure.